Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix, caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during the post implant follow-up, this lead exhibited loss of capture and no atrial signal. X-ray imaging revealed the lead had dislodged. The physician attempted to reposition the lead; however, the helix failed to function as intended and the product was removed. This physician reported that this lead family has an inconsistent helix extraction mechanism. The extracted lead is expected to be returned for analysis; no resulting adverse patient effects were reported.